Event description:
It was reported that when using the bd pyxis¿ medstation¿ es not detected on bus. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the assy retractor drawer half height cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of device not detected on bus was confirmed during fse testing and subsequently confirmed in the dchu inspection process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that main enhanced half height drawer 4-1 not detected on bus. Replaced retractor band. Passed hta. During dchu visual inspection: p/n: 353844-01: was received with copper strands in contact with adjacent copper strands. During dchu testing: p/n: 353844-01: the testing from dchu was not necessarily due to the thermal damage observed on copper strands during the visual inspection. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of device not detected on bus was due to crossed continuity between adjacent copper strands of the assy retractor dwr hh cubie (p/n: 353844-01) which lead to the observed thermal damage and ultimately compromised the drawer's functionality.